Manufacturer narrative:
Common device name and PMA/510k: unknown as the product identifiers (product ID and lot#) are unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding a medtronic prestige device used for spinal therapy. It was reported that the consumer was supposed to see the doctor in (B)(6) 2020 because of pain and other problems and have his x-rays done but couldn't due to covid-19. In (B)(6) 2020, when he saw his doctor, he was told that his surgery failed and another life changing neck surgery was required. The consumer has pain and suffering. No further complications were reported regarding the event.